Manufacturer narrative:
(B)(4). Analysis of the returned product noted blood and contrast on the coils and core which is consistent with the guide wire being used as reported. The tip was tugged on to confirm that the core was intact. Analysis confirmed the reported separation as the proximal end of the wholey guide wire was separated and a portion remained inside the distal end of the loc extension guide wire. Scanning electron microscope (sem) analysis of the guide wire suggests that the core failure along the threaded roots may be attributed to ductile overload. The distal half of the threaded core was slightly bent and exhibited secondary cracks along the thread roots. A guide wire being over pulled or over bent would require it to be trapped within another device in order to create the required forces to cause a separation. Reportedly, the guide wire and the extension guide wire were used four times with a catheter and sheath exchanges which could have contributed to the core separation. When the anatomy is calcified or tortuous and force is applied to the proximal end of the guide wire and the distal end of the loc extension guide wire, this may cause the guide wire to bend and may ultimately cause the wire to separate during the procedure. In order to ensure that core separation does not occur as a result of a product quality deficiency, manufacturing inspect 100% of the guide wire prior to packaging and quality control performs on line reliability testing to verify product quality. Analysis also noted a bend in the tip 2 cm proximal to the tip ball. The tip coils were stretched from the center solder for a length of 1 mm. These noted damages are consistent with interaction with the lesion anatomy as there was no reported damage during inspection prior to use. The lot history was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint handling database was performed and there have been no other incidents reported for this lot. Overall, the reported guide wire core separation and the noted tip damages appear to be related to operational context of the procedure and there is no indication of a product quality deficiency.

Event description:
It was reported that during an interventional procedure for stroke, using the wholey wire and loc extension for catheter and eventually sheath exchanges, after four uses the loc was removed from the wire for a short catheter exchange. Later when an attempt was made to link the two devices together it was noticed that the threaded end of the wire was missing. After close inspection the wire appeared to be lodged inside the loc collar. Both devices were removed and replaced with a new wholey loc system. The device was outside the body at the time of the event and there was no adverse patient effect. Though requested no additional information was provided.